Manufacturer narrative:
The pictures of the involved tubes show that the label of the tube with ID 3627jle4 was damaged preventing the correct reading of the barcode. Flexlab operations manual already describes how the label must be applied to allow the correct management of the tubes on the automation system and it already specifies that tubes with creased labels cannot be loaded on the automation system. The barcode symbology of the impacted tubes was code 39 without the check digit. Inpeco has suggested that customer enables the check digit or uses a safer symbology such as code 128. The event is caused by the loading of a mislabeled tube. Based on the root cause analysis it has not been identified the need of any corrective action on the field.

Event description:
The customer reported that a sample tube with a wrinkled label was loaded on the automation system and was read by the tube identification module (tim) as 3627jke4 instead of 3627jle4. The automation system expected to receive also the sample tube with ID 3627jke4 and had test orders to be executed on this tube. The tests, ordered for the sample tube with ID 3627jke4, were performed of the sample tube with ID 3627jle4 and the results were reported to the laboratory information system. According to the provided description later on, the sample tube with ID 3627jke4 was loaded on the automation system, but it was unloaded as duplicate. Both tubes had the same cap color and dimensions, so the tim did not generate any error message. The customer noticed the issue when he tried to read the barcode of the tube with ID 3627jle4 with an equipment external to the automation system and the reading failed. The test results were blocked and the tests were repeated on the correct sample tubes. The customer confirmed that no medical procedure, later determined to be necessary, were delayed or withheld.